Manufacturer narrative:
The manufacturer previously reported a ventilator failed an active exhalation verification test step during testing. There was no harm or injury reported. There was no evidence the device was in patient use. The manufacturer's field service engineer evaluated the device onsite and states the device's system board was replaced to address the issue. The system board was returned to the manufacturer's product investigation laboratory (pil) for additional investigation. The pil technician visually inspected the component, and no visual defects were observed. The component was tested and passed all final testing. The pil concludes the system board operates as designed.

Event description:
The manufacturer received information alleging a ventilator failed an active exhalation verification test step during testing. There was no harm or injury reported. There was no evidence the device was in patient use. The manufacturer's field service engineer evaluated the device onsite and states the device's system board needs to be replaced to address the issue. The device is to return for bench repair. A final report is being submitted. If new information becomes available following the completion of the device repair that changes the outcome of the investigation and associated medical device reporting a follow up/supplemental report will be completed.